Manufacturer narrative:
The device, according to the end-user may be available for richard wolf inspection following the dept of health's view of the device. A photocopy was received of the broken piece, however, we need the actual device for eval. A f/u report will be submitted following the eval.

Event description:
It was reported that pt underwent arthroscopy of the left knee procedure. After the procedure was completed, surgical tech washing instruments discovered tip of drainage cannula used during procedure was missing. X-ray of pt showed broken tip was in the pt's knee. Pt was informed and consented to have the tip removed. Pt returned to surgery the same afternoon and arthroscopy was performed. A broken tip approximately 2 cm in length was successfully removed. The following day, the pt was ambulating well and was discharged home.